Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericarditis remains unknown. Per the IFU, pericarditis is a known risk of cardiac ablation procedures.

Event description:
Following an atrial fibrillation ablation procedure, the patient developed pericarditis. Two days following an atrial fibrillation ablation procedure using a tacticath quartz ablation catheter, the patient presented with fever, chest pain, dyspnea, diarrhea and hemoptysis. Antibiotics were prescribed and the patient was admitted to the hospital the following day for treatment of pericarditis. The patient was discharged one week later. There were no alleged performance issues with sjm devices.